Event description:
It was reported that the patient's log files were submitted for review. Following review of the log files by tech services, there appeared to be low battery hazard and no external power events on 11aug2024, which were due to power to the mobile power unit (mpu) being briefly interrupted. It appeared that there was no interruption in ventricular assist device (vad) pump support during the events.

Manufacturer narrative:
Section d4: device serial number and lot number were not able to be provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: corrected manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted (d8130041) for review that showed events spanning approximately 22 days (22jul2024 - 13aug2024 per timestamp). Loss of external power events were active on 11aug2024 from 09:14:26 ¿ 09:14:51 that were associated with no external power, low power hazard and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during these events. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if the mpu has a v-lock connector on the ac power cord, if the cause of the loss of power was known, if the serial number of the mpu can be provided, and if the mpu would be returned. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was unknown if the mpu had a v-lock connector on the ac power cord or if the ac power cord came loose from the wall.